Event description:
An altitude alarm was reported on the customer's pump, causing the suspension of insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To address the issue, the customer was instructed to clean the pump's speaker holes, remove and reconnect the current cartridge, and if unsuccessful, load a new cartridge. Although the new cartridge did not resolve the alarm immediately, technical support advised waiting two hours for potential moisture evaporation and planned a follow-up to monitor the situation further.